Event description:
Customer medwatch received describes the event as follows: "patient being cared for in the pediatric intensive care unit. Pt intubated and receiving infusion of maintenance ivf at 65 ml/hr and ns with epinephrine on IV infusion pump #1. Dopamine and vasopressant infusion pump #2. Infusions y'd in and infusing together via peripheral IV. Pump #1 with visual alert stating low battery <1 hour remaining. Pump #2 also with visual alert stating low battery <30 minutes remaining. Nurse checked connections to plug and ensured both pumps are plugged into outlet with backup generator power. Visual alert remains on both plugs. Pump #1 alarms and suddenly shuts off at 1433. Patient bp and hr dropped. Nurse called for help and a code white is initiated at 1433. Compressions initiated for 60 seconds. Pt given bolus doses of epinephrine. Both infusions pumps changed out and sequestered. Pt subsequently cannulated for ECMO at 1453. Pt subsequently cannulated for ECMO at 1453. Pt survived event and continues with care in the picu."the biomed reported that the battery cord was initially believed to be plugged into the red plug wall outlet, but it was later noticed that the battery plug was not pushed all the way in. The risk management advisor stated that the pt required echmo prior to the event. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The devices were requested but only the data set, event and battery logs have been received. The biomed stated that the device has not been approved to be released by the hospital. A follow up report will be submitted once the evaluation has been completed.